Event description:
The patient reported that during a system revision procedure, the left ventricular (lv) lead dislodged. Follow-up with the clinic confirmed this information. Two days later, a new lv lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.